Event description:
Hospital reports blood samples taken from a pt during surgery gave sodium results of 118.8. Treatment for hyponatremia was begun after a new sample run on the same instrument confirmed the low value.

Manufacturer narrative:
The laboratory personnel discovered that the analyzer did not aspirate sample at all. Unable to find a clot. Changed "coox", replaced the reagent cartridge, performed a leak test (result: stage 2a failed). All the tubing and the manifold inspected with medical technologist and no clot found. Replaced the wash cartridge and the fluid is back to normal. Trace log and calibration logs were sent by the reporting site to the MFR for investigation.